Manufacturer narrative:
Unit received with blank display due to corroded keypad traces. Corroded motor assembly noted during visual inspection. Unable to confirm rewind anomaly due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone rewind anomaly on the insulin pump. Customer¿s blood glucose level was 7.2 mmol/l. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.